Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history and system log files. The logfile analysis shows that the iob (in- output box) was reset by an internal watchdog due to a missing fiber optical connection from the iob to another internal component. As a result, no basic system functions (no x-ray and no movement) are available. In the opinion of the technical expert, the most probable root cause is that the fiber optical cable may have been damaged during a previous service replacement of the ccom (central computing) and iob component one day before the event happened. After hardware replacement of the fiber optical cable there were no further issues, and the system works as intended. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold and no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.